Manufacturer narrative:
Patient gender was not provided. (B)(4). The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed that the device was cut down the middle. The appearance of the lens is consistent with one that has been explanted. Batch records were reviewed and showed there were no non-conformities or deviations. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens (iol) was explanted because the patient's capsular bag was unstable and the shifted. In follow up the surgeon indicated that he attempted to reposition the lens, however, it would migrate temporally and subsequently he removed it in a secondary procedure. He implanted another lens during the explant. There were no complications in the explantation, such as incision enlargement or vitrectomy. The patient is reported to be doing well.